Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the insert could not be locked with the baseplate. So, another insert (-2mm) was used instead of it and the procedure was completed without any problems.

Manufacturer narrative:
An event regarding seating/locking issues involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative report and return of the device are needed to fully investigate the event.

Event description:
It was reported that the insert could not be locked with the baseplate. So, another insert (-2mm) was used instead of it and the procedure was completed without any problems.